Manufacturer narrative:
The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The device remained implanted.

Event description:
It was reported in the literature article that following a stent placement from the tip of internal carotid artery (ica) to the a1 anterior cerebral artery (aca) and a coil deployment during the stent assisted aneurysm embolization utilizing jailing technique, contrast leaking at penetrating branch of a1 aca occurred. The bleeding was stropped (medical management not specified) and the patient recovered. No further details were provided.